Event description:
Procedure: tonsillectomy. The removal went fine, but the surgery staff noticed the pt's mouth was burned. The burn was on the left corner of mouth. The sustained burn was dark in color and was blistering and diagnosed as a second degree burn. The pt is doing fine. The pt was released and will be following up with the physician.

Manufacturer narrative:
Conmed electrosurgery is awaiting the return of the suspect esu for evaluation.